Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was capped and replaced on (B)(6) 2014.

Event description:
It was reported that the atrial lead exhibited noise and the noise was reproducible with isometrics. The system was reprogrammed to ddir mode. The lead will be monitored.